Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of rear0025 showed no other similar product complaint(s) from this lot number. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
On 5/25/16 - it was reported by complainant that the hickman packaging has a slit and a mark on the outside of the package. They also reported that there was "sweat" in the packaging.